Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem reported. The down button on the remote was not functioning. The remote was replaced. The system was then tested and met all product specifications. The company service rep observed four cases and no further problems were noted. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
The customer reported the fluidics module seemed noisy. Multiple attempts were made for more info on the event and pt status with no response to date. The pt impact is unk.